Event description:
Physician (the pt) was using a moss peg kit and when he removed the introducer from his pt he cut his left thumb. No injury to pt, but md went to ER for care. Wound was attended to, antiseptic applied along with pressure, and no suturing. Durabond was used to cover wound. Md is now 6 days from incident and is "doing well." The pt who was having the peg tube put in was in the ICU and this is where procedure was being done. Bloods were drawn to see if pt had hiv or other contagious factors. No injury to pt in ICU.